Event description:
It was reported that an external fluid leak was observed from an ultrafilter u9000 approximately two (2) hours after the start of hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A hemodialysis monitor with a leak detector has several features that allow for the detection of fluid leaking outside the fluid path. In this scenario, an ultrafilter external fluid leak will be detected early enough to prevent serious consequences for the patient. This is not likely to cause or contribute to a death or a serious injury. Should additional relevant information become available, a supplemental report will be submitted.